Event description:
Patient had port catheter placed in left subclavian. The patient returned nine months later for a non-functioning catheter. Chest x-ray revealed a fracture of the catheter between the first rib and the clavicle with tip in the right atrium. The catheter was successfully removed the following day. There was no patient injury.